Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on similar events related to the reported device, the operator¿s technique cannot be ruled out as a contributory factor of the reported event. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus received a copy of a medwatch report ((B)(4)) from the FDA on august 13, 2018 which states, "the tip of the thunderbeat device broke off during use for the lagaroscopic surgery. All pieces were retrieved and saved, no patient harm." The user facility further reported the doctor was pushing the device through the trocar into peritoneal cavity when the tip of the device fell into an unspecified part of the patient. There was no bleeding to the patient. No longer stay or treatment was required for the patient. The device was replaced and the intended procedure was completed using a similar device. No other equipment was replaced.